Manufacturer narrative:
(B)(4). Concomitant medical products:¿ cephalomedullary femoral nail ccd 130, right, 10 mm, l. 18 cm item#47249318210 lot#2713962 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head item#47248403250 lot#62598291. Report source: japan. No product was returned or pictures provided: product evaluation could not be performed. A review of the manufacturing records identified no deviations or anomalies during manufacturing. A device used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery due to pain at the surgical site. The femoral nail and lag screw were revised. Due diligence is in progress for this complaint; to date no additional information or product has been received.